Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a target lesion in the right coronary artery (rca). The balance middleweight (bmw) universal ii guide wire was advanced; however, the guide wire was unable to advance to the distal rca. An unspecified dilatation catheter was advanced over the guide wire for additional support. The guide wire was still unable to advance to the distal rca and the dilatation catheter was removed. The bmw guide wire was then pulled back and the guide wire appeared "buckled". A non-abbott guide catheter was advanced over the guide wire in an attempt to straighten the guide wire; however, that was unsuccessful and the guide wire was pulled to remove. It was noted that the guide wire folded over on itself. The guide catheter and bmw guide wire were removed without resistance and it was noted that the tip had separated. Angiography was performed and the tip was not seen in the patient anatomy. The physician determined that the separated tip remained in the guide catheter, as the issue had occurred while the guide wire was in the guide catheter and not directly in the patient anatomy. However, the guide wire tip was not found in the guide catheter when the physician checked and was assumed to have fallen out of the guide catheter after removal from the anatomy. The procedure continued with use of non-abbott guide wire and a stent was placed. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported failure to advance, materials prolapse, kinks and tip separation appear to be related to operational circumstances of the procedure. In this case, based on the reported information, during advancement the guide wire encountered resistance with the challenging anatomical conditions resulting in the failure to advance. Manipulation against resistance, likely caused the reported buckling and the wire folding over itself ultimately resulting in the reported separation. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.